Event description:
The customer reported the left monitor had a white screen and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A printed circuit board was replaced. The system was then found to be operating as intended.